Event description:
The customer stated the rubella calibration failed with error code 1048: calibration check failure, cal a/b ratio too high, on the axsym analyzer. The abbott customer technical advocate (cta) advised the customer to centrifuge the calibrator for 15 minutes at 4,500 rpm (the maximum speed of the customer's centrifuge). Centrifuging the calibrator did not resolve the issue. The cta asked the customer to rerun one calibration with distilled water to determine whether the issue was with the calibrator or the reagent. The customer took the troubleshooting steps and the problem was resolved. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.